Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing palpitations at similar times of the day. It was also reported the patient had a symptomatic event and the patient believed there was interference from speakers causing the device to act inappropriately. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.